Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on(B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The biosense webster, inc. Product analysis lab observed on 30-jul-2021 that the hemostatic valve was missing and the brim cap was detached. The hemostatic valve separation remains assessed as MDR reportable. The additional finding of the brim cap detachment was assessed as MDR reportable. The awareness date for this additional reportable finding is 30-jul-2021. The investigation was completed on 30-jul-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve broke off during use completely. All pieces collected for return. It was in 2-3 separate pieces. The sheath was replaced and the issue resolved. There was no patient consequence reported. An analysis was performed on the pictures that were provided by the customer. According to pictures, the hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found missing and the brim cap was dislodged from the vizigo sheath. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. Hemostatic valve was missing. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve broke off during use completely. All pieces collected for return. It was in 2-3 separate pieces. The sheath was replaced and the issue resolved. The carto 3 system was operating per specifications and it was reported that it was not responsible for the product issue. There was no patient consequence reported. The event was assessed as a MDR reportable hemostatic valve separation.